Event description:
It was reported by the customer that have a display board failure where one segment is soldered upside down. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that have a display board failure where one segment is soldered upside down. There was no patient involvement.

Manufacturer narrative:
Omit: unique identifier (UDI) #, medical device serial #. Additional information: initial reporter phone # and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that have a display board failure where one segment is soldered upside down. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the reported issue of the display board failure where one segment is soldered upside down was confirmed through a picture provided by facility. The issue of several pump modules with one segment display soldered upside down has been escalated and is being investigated via scar#(B)(4). The event date and time were not reported. Laboratory testing was not able to be performed due to no devices being returned for investigation. No logs were received for investigation; therefore, a log review could not be performed. There was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause for the reported display board failure where one segment is soldered upside is being attributed to an error during the manufacture process of the board. The reported issue was confirmed through a picture provided by facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.